Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found that an aspirate probe was not aspirating properly from the reaction vessels. The fse replaced the peri-pump tubing, which corrected the issue. Verification testing passed within the published performance specifications.

Event description:
The customer reported erroneously elevated troponin I (accutni) results were generated by the access 2 immunoassay system of a unicel dxc 600i synchron access clinical system. The results for five patients were above 0.05 ng/ml. The results were released from the laboratory and there was no change or impact to patient treatment. The patient samples were retested on the laboratory's second instrument and results were below 0.05 ng/ml. The customer stated that quality control (qc) was within the laboratory's established ranges prior to and after the event, but did not provide any qc data for review. The customer attempted to calibrate the accutni assay after the event, which failed. Several system checks were performed after the incident and failed. There were no issues with sample collection, sample processing, or sample handling in conjunction with this event.